Manufacturer narrative:
The customer did not provide patient demographics such as: age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse verified temperature readings and the event log and noted no issue were found. The fse then performed a high sensitivity (hs) system check and a carry over test; both tests passed within published performance specifications. Verification of the instrument was performed per established procedures, no repairs were performed. All verification testing passed within published instrument and assay performance specifications. There is no indication that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the supplied information. All mdrs associated with this report: 2122870-2016-00563; 2122870-2016-00564.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating non-reproducible troponin I (access accutni+3) results for two patients on the unicel dxi 600 access immunoassay system serial number (B)(4). The elevated sample for the first patient (designated patient 1, sample 1) was repeated on the same unicel dxi 600 access immunoassay system and a lower result, within the assay's normal reference range, was obtained. The first sample from the second patient (designated as patient 2, sample 1) was processed on the same unicel dxi 600 access immunoassay system on (B)(6) 2016 and generated an accutni+3 result within the assay's normal reference range. The second sample from the second patient (designated as patient 2, sample 2) was run the next day ((B)(6) 2016), on the same unicel dxi 600 access immunoassay system and an elevated access accutni+3 result, above the assay's normal reference range, was obtained. On (B)(6) 2016, the first sample for the second patient (patient 2, sample 1) was repeated four (4) times, on the same unicel dxi 600 access immunoassay system, and lower access accutni+3 results, within the assay's normal reference range, were obtained for all four (4) replicates. The sample was also tested at an alternate facility on an alternate analyzer (methodology unknown) and an elevated hs troponin I result, above the assay's normal reference range, was obtained. On (B)(6) 2016, the second sample for the second patient (patient 2, sample 2) was repeated six (6) times on the same unicel dxi 600 access immunoassay system, and elevated results, above the assay's normal reference range were generated for all six (6) replicates. One of the six (6) replicates recovered significantly higher than the other five (5) replicates. The sample was also tested on an alternate analyzer (methodology unknown) and an elevated hs troponin I result, above the assay's normal reference range, was obtained. There was change to patient care or treatment which occurred to one (1) patient in association with the non-reproducible access accutni+3 results, as the patient underwent cardiac treatment; however, it was not confirmed what the cardiac treatment was or which patient experienced the change in treatment. This report addresses the change to patient care or treatment for one (1) patient in association with a non-reproducible elevated access accutni+3 result. Mdr2122870-2016-00564 will address the imprecise access accutni+3 results generated on (B)(6) 2016. Quality control (qc) and calibration were performing within the assay's and instrument's specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.